Event description:
It was reported that shaft break occurred. A 1.50mm x 20mm maverick²¿ balloon catheter was advanced to dilate the diagonal branch of the coronary artery. After dilation, the device was removed. However, in an attempt to reuse the device, the physician noted that the device's shaft was broken. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter in two pieces. There was contrast in the inflation lumen. The balloon was loosely folded with the balloon folds present. Microscopic examination and tactile inspection presented no damage or irregularities to the shafts. Microscopic examination and tactile inspection revealed a complete hypotube separation 47cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic presented no damage or irregularities in the balloon of the device. Microscopic presented no damage or irregularities in the bonds of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 1.50mm x 20mm maverick²¿ balloon catheter was advanced to dilate the diagonal branch of the coronary artery. After dilation, the device was removed. However, in an attempt to reuse the device, the physician noted that the device's shaft was broken. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.